Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that a tcc-ez cast caused a wound on the toe from the cast caving in and rubbing the skin. Customer states, "the casts are not warming and hardening like they used too". Medical intervention was required to treat the wound and the patient was re-casted. 2 of 5 reports - other mfg report numbers: 9680091-2018-00034, 9680091-2018-00036, 9680091-2018-00037, 9680091-2018-00038.

Manufacturer narrative:
The complaint device was not returned for evaluation. No DHR was reviewed as no lot number provided. Failure analysis unconfirmed as no product returned, no lot# was provided as well. Root cause can not be determined as there was no sample received for evaluation and the complaint was not confirmed, however, this problem may have occurred due to several factors that affect the performance of the product during the preparation and application like water temperature, drying time. Another factor to be taken into consideration is to maintain foot at neutral position with ankle as close to a 90o angle as possible for 3 to 5 minutes until cast is firm enough that patient cannot overcome cast. Then allow the patient to sit for remainder of the drying time.the method of application and the proper usage of the product is very important to guarantee its performance. In this complaint, it was noted that a fiberglass cast was applied to support the existing tcc ez cast.. Although both material are used for the same purpose, both materials cannot be used together.